Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that solenoid was burned with brown stain. A field service engineer (fse) replaced the solenoid resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies were not detected on the bus and were unrecoverable. Cubies c1, c3, d1, and d3 in drawer 2 were not detected on the bus. Attempts were made to restart the device; however, the issue persisted, and the cubies remained unrecoverable. There were no delay or adverse events or injuries reported based on this event.